Manufacturer narrative:
On (B)(6) 2016 a field service engineer (fse) was dispatched to address the reported event. The fse called the customer to troubleshoot the issue. The fse instructed the customer to clean the guide rods for the test cup pick up head correcting the reported issue. The aia-900 was functioning as intended and the errors cleared. No further action required by field service. The probable cause of the event was the cup pickup rods were sticky and dirty. A complaint history review for serial number (B)(4) was conducted from (B)(6) 2015 through (B)(6) 2016 for similar complaints. There were no similar complaints identified during the search period. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4).

Event description:
On (B)(6) 2016 a customer reported receiving an error message 2163-c transfer cup not released on the aia-900. The customer reported they can clear the error condition and the analyzer will then run again for a short period of time, but then the same error code condition will re-occur. The customer is unable to run ckmb patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of ckmb patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting.